Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection found that the irrigation extension tubing was detached/separated from the luer fitting at the adhesive joint. Luer fitting was not returned. Functional tested showed that the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. A continuity test was performed and the device was found within specification. No opens or shorts were found. Leakage testing and flow testing could not be carried out due to detachment of the irrigation extension tubing from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure with the intellanav mifi oi catheter, the physician noticed that there was irrigation leaking at the connection between the metriq tubing and the irrigation port on the catheter handle. "Heme" had begun to backflow into the irrigation port. The tubing and luer lock connector appeared to be cracked/damaged. The catheter was replaced and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure with the intellanav mifi oi catheter, the physician noticed that there was irrigation leaking at the connection between the metriq tubing and the irrigation port on the catheter handle. "Heme" had begun to backflow into the irrigation port. The tubing and luer lock connector appeared to be cracked/damaged. The catheter was replaced and the procedure was completed. No patient complications were reported.